Event description:
It was reported that the cuff of the tracheostomy tube was unable to be inflated. The event occurred during patient use. There was a patient involved but no patient harm occurred.

Manufacturer narrative:
B3. Date of event, selected as (B)(6) 2026, as the event date is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.